Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements that were out-of-range on multiple vectors, up to 178 ohms. During routine follow-up, a shock vector breakdown was performed, and the clinician elected to maintain the current programmed vector with further monitoring. No adverse patient effects were reported. Currently, this lead remains in service.